Event description:
It was reported that the vns patient was experiencing an increase in seizures. The patient's device settings were subsequently adjusted. No known surgical interventions have occurred to date. A battery life calculation using the available programming history revealed approximately 6.16 years until eri = yes.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
Additional information was received stating that the vns patient¿s increase in seizures was below pre-vns baseline levels.